Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. There was no reported impact to blood glucose. No further details were provided and reportedly, the customer was able to resolve the issue.